Manufacturer narrative:
(B)(4). The analysis found that one ec60a device was returned in good visual condition and with one ecr60b cartridge reload loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The cartridge was loaded into the device without difficulties and did not fell out during the visual and functional testing. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastrectomy procedure, the cartridge could not be removed after the firing. Some staples were unformed. Reinforcement material was not used. Other devices were used to complete the case. There were no adverse consequences to the patient.